Event description:
It was reported that the insulin pump alarmed button error and keypad would not stop scrolling. Customer stated she changed the batteries and it did not work and gave button error alarm. Customer's blood glucose at that time was 154 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No scrolling number anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.